Event description:
The nezhat connections were handed off the field and installed in the base unit. The nezhat did not work. This unit was exchanged for a "like" device which functioned without issue. Diagnosis of reason for use: laparoscopic irrigation/suctioning.